Event description:
A consumer reported two days after having an intraocular lens (iol) implanted in the right eye, he has experienced blurry vision beyond six inches. The target was for near vision at about twenty inches. He reported that sutures were required at the time of the surgery but he does not know why and the sutures were removed one week ago. He had a second opinion and was told that the iol was in a good position. He reported "I'm not happy with the results of cataract surgery. I can't function with this. I have cloudiness and it is not good at all. This is not even close to my expectations. I have six inches of clarity and that's it." At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).